Event description:
The pt received 4 peripheral scs leads (off-label) with the same lot numbers. It was reported, the pt requested that his peripheral scs system be removed due to no longer liking system stimulation. Follow-up identified the pt's peripheral scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.